Event description:
It was reported that dilator is malformed. No other information was provided. Additional information received: it was stated there was no serious injury to the patient, no change in the course of treatment, and no medical intervention.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath tip is confirmed but the exact cause remains unknown. One 5 fr microez microintroducer was returned for evaluation. One photo sample of a microez microintroducer was also provided for evaluation and the condition corresponded with the returned physical sample. The grey sheath had not been peeled and the dilator was present within the device. Deformation at the distal end of the sheath was noted. Blood residue was also noted on the outer surface and inner surface of the device. Microscopic inspection of the deformed region revealed a section of the sheath tip to be bunched inwards. The deformation appears to have been caused due to advancement against resistance. The product instructions for use (IFU) contains infromation which may have prevent the reported event. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guide lines concerning the use of a safety scalpel prior to making incision." Since the deformation observed likely occurred due to advancement against resistance, the complaint is confirmed; however, the exact conditions resulting in the event remain unknown.

Event description:
It was reported that dilator is malformed. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2116 showed no other similar product complaint(s) from this lot number.